Event description:
Reporter indicated that vns patient had passed away. Certificate of death indicates that the patient died in hosp emergency room. Immediate cause of death is listed as pneumonia for 24 hours duration. No autopsy was performed. Treating neurologist indicated that the patient's death was not related to the ncp system. It was reported that the patient averaged 60 complex partial seizures per month in the year before their death and that pt had experienced a >50% reduction in seizures with the vns therapy. The patient was receiving vns therapy at the time of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.